Event description:
It was reported that a clearlink extension set was backing up with blood during infusion of an unspecified drug. The duration of infusion was approximately four hours at an unspecified rate. The extension set was used with an unknown buretrol set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The occurrence date resides within the last few weeks of the alert date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and found no obvious defects. A functional test was performed in which the device was connected to an in-house buretrol set (which was spiked into a 1000 ml solution bag), primed, and observed for flow or air in line issues. The setup was found to prime and flow normally with no air detected. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.